Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was to be returned for recycling and cleaning. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform the functional test due to button/keypad anomaly. Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.